Event description:
Boston scientific received information that the left ventricular (lv) lead was fractured at the tie down which occurred not during the implant procedure. Per additional information from the field representative, there was also an evidence of high impedance and the patient came back and was successfully implanted with epicardial leads. The lead was surgically abandoned in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.